Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the " foreign material in the nozzle" malfunction could not be identified. The event can be prevented, by following the instructions for use, which state: instructions for evis lucera gif/cf/pcf, type 260 series, operation manual, chapter 3: ¿preparation and inspection¿: describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif, type 260 series, reprocessing manual, chapter 3 :¿cleaning, disinfection and sterilization procedures¿: describes how to prevent the subject event. The legal manufacturer reviewed: the costumer provided cleaning disinfection and sterilization (cds) process, where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.